Event description:
Revision surgery 1 day post op, due to femur fracture.

Manufacturer narrative:
Document review: quadra h femoral stem size 6 std - ref. 01.12.026 / lot 112599 (35 stems produced): all parameters were found to be conforming to specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. Around 11 stems belonging to this lot have been already implanted and no incidents have been reported up to now. The problem occurred is highly likely associated to a bad positioning of the stem in per op, as noticed from the x-rays received. The event is thought to be not device related, but it is probably due to a use error.